Event description:
Needs repair, unit does not turn on (B)(6) 2018 12:32:44 (B)(6) there was no patient involvement. (B)(6) at (B)(6) po value is $779 (B)(6) 2018 08:54:17 (B)(6) physical damage. Customer stated needs repair. Found broken case at bottom.damaged a pressure transducer on channel c. Damaged lcd screen, needs a new logic board p/n tc10008147 for incompatibility per service bulletin, broken old type power supply board (2 sides components), bad nicad and lithium batteries. Replaced them with new parts. (B)(6) 2018 09:43:48 (B)(6) (B)(4).

Manufacturer narrative:
The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed in (B)(4)trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).